Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced pacemaker mediated tachycardia (pmt) episodes. Boston scientific technical services (ts) recommended lowering maximum tracking rate (mtr) through device reprogramming. Further information was received that the pmt episodes the patient experienced, resulted in an episode of decompensated heart failure and hospitalization. The patient was later evaluated due to recurring pmt episodes and reprogramming changes were performed. No additional adverse patient effects were reported. At this time, this device remains in service.